Event description:
Information was received from a healthcare professional for a clinical study reported urinalysis was conducted on (B)(6) 2015 and came back positive for uti (urinary tract infection) on (B)(6) 2015. The uti caused a worsening of symptoms. Macrodantin was administered on (B)(6) 2015; cipro on (B)(6) 2015; augmentin on (B)(6) 2015; and tamsulosin on (B)(6) 2015. It was indicated the event was unlikely related and the patient had a diagnosis of uti disease. The uti resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported urinary tract infection (uti) was not listed in the patient's baseline medical history. There was one other event of uti for this subject since enrollment. Etiology was reported other: "patient [had] diagnosis of urinary tract infectious disease."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.